Manufacturer narrative:
The customer's complaint history was reviewed, this is the first complaint of this nature reported by this account. A review of the DHR indicated no discrepancies or deviations. The lot was released per specification. The customer returned a 23g trocar and a 23g vit probe. No damage to the trocar, or vit probe was noted. The vit probe was able to be placed inside the trocar without any problem. The root cause of the customer's complaint is not known; the returned product functioned per specification. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4).

Event description:
The surgeon reported that the vit cutter would not fit into the 23g trocar cannula. There was no patient harm or injury reported. Additional follow-up information has been requested.